Event description:
Treatment of a ruptured p-comm (posterior-communicating) artery aneurysm measuring 3mm x 2mm. During the pipeline procedure, it was reported that balloon angioplasty was required to achieve full wall apposition (an option presented in the instructions for use) on two pipelines. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00623

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).